Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse states unable to duplicate alarm. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had overheating alarm. There was no harm reported.